Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics. There was diagnostics mismatch with under-reporting of at/af.

Event description:
It was reported that the implantable pulse generator (ipg) was not recognizing an ongoing atrial tachycardia (at)/atrial fibrillation (af) episode. The patient was clearly in atrial fibrillation (af) as indicated by mode switch, however the episode was not found in the atrial high rate counters or at/af burden. It was found that the underreporting was due to data collection delay set to 30 seconds. Reprogramming was done and upon interrogation the at/af counters were restarted and the episode was able to be seen. The device is still in use. No patient complications have been reported as a result of this event.